Manufacturer narrative:
Product analysis: the closurefast catheter was returned to medtronic investigation lab for evaluation. The device was returned inside a previously opened clf box, loosely in its tray and contained. No ancillary devices or images from the procedure were received with the device. No issues identified in the catheter connector and no kinks were noted along the catheter shaft. The fep layer that surrounds the heating element/coil was observed to consist of bubbling/melted /burnt along the proximal length of the heating element/coil. A bend was also noted at the proximal section of the element/coil. Microscopic examination revealed that the fep layer had resulted in bubbling/melting/burnt which is consistent with over exposure to heat. The black substance is mostly likely dried blood. There was exposed coil observed due to the burnt fep layer. The catheter connector could not be plugged into the resistance tester to perform continuity/ resistance due to the damage on the returned heating element/coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter for patient treatment in the short saphenous vein (ssv). Compression was used. It is reported during a follow-up appointment 2 days post treatment, the vein was found to be completely opened. Correct temperature was not reached. It is now being considered which treatment should now be carried out. The patient has not suffered any harm and is doing well. No injury reported. Vessel was treated. Treatment successfully finished with another cf7-7-100. No patient injury reported.